Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient noted that the implantable cardioverter defibrillator exhibited a vibratory alert every ten hours since (B)(6) 2019. Upon interrogation, it was noted that the device was in back-up mode. The device was restored to nominal settings and a firmware upgrade was performed. Patient was stable.